Event description:
A peritoneal dialysis (pd) patient experienced peritonitis "several times before got training. The cause of the peritonitis was not reported. Hospitalization, treatment, and patient outcome were not reported. Pd therapy was ongoing. The patient declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.